Event description:
A customer alleged a yellow stain on a stryker 30 deg mm lens laparoscopic scope and black flaking on the stryker 1188 hd camera. The yellow was on the lens and was wiped away with alcohol. The customer confirmed that no substance came into contact with a patient. The medical device is approximately five years old and is used five times per week. The device was wrapped in an aptimax tray and processed in the sterrad nx. The customer reported that prior to processing in the sterrad the device is cleaned with prolystica ultra concentrate enzymatic cleaner.

Manufacturer narrative:
Concommitant devices: stryker 1188 hd camera; stryker 30 deg mm lens laparoscopic scope. Damaged device. The sterrad nx, user's guide warns: know what you can process: before processing any item in the sterrad nx sterilizer; make sure you know how the sterrad sterilization process will affect the item. Read, understand, and follow the medical device manufacturers' instructions for their products. The foldout chart in this guide lists the certain types of items and materials that can be safely processed in the sterilizer. This guide is not intended to replace any medical device manufacturers' instructions. If you have questions, or if you are in doubt about the materials in your devices, contact the medical device manufacturer or your asp customer representative for more information.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and the system hazard and user misuse analysis. The DHR (device history review) for the sterrad nx system confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad nx did not reveal a trend for damage to customer device. Trending analysis for damage to customer device issues associated to the sterrad nx did not indicate a significant trend. The shuma (system hazard and user misuse analysis) is reported to be a risk score of 4 or "broadly acceptable risk". The root cause is not confirmed. The stryker 1188hd camera sterilization manual does indicate that as long as the camera is a 1188hd camera, then it is recommended for the sterrad nx.